Event description:
The customer reported that during testing at the user facility, sparks and smoke were noted coming from the end of the power cord nearest the device. There were no reports of any adverse events while the device was in clinical use.